Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the maximum output for the external pulse generator (epg) was out of specification. Technical support (ts) noted that the epg was obsolete and is no longer supported. Ts also emailed an end-of-service life letter. No patient complications were reported as a result of this event.